Manufacturer narrative:
It was reported that needles are "breaking off" of the syringe during use. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample in used condition was returned for evaluation. The reported problem/issue was unable to be confirmed through sample testing. According to the reporting facility, they hypodermic needle was being used to draw up vancomycin from a medication vial. Hypodermic needles are only intended to be used for injection and not for drawing up medication. The reported problem/issue was determined to be caused by use error. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that needles are "breaking off" of the syringe during use.